Event description:
It was reported that a wireless battery module was causing a spectrum pump to turn on and off without user input. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The evaluation confirmed a check battery alarm caused by corrosion on the wireless module flex and radio printed circuit board. Further evaluation determined that the corrosion was caused by fluid intrusion. The device was unable to be repaired and was removed from service.